Manufacturer narrative:
Concomitant products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0406490v, implanted: (B)(6) 2004, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. (B)(4).

Event description:
It was reported that during a battery longevity estimate calculation, it was found that the patient had high impedance readings on contacts that were not used for therapy. It was noted that impedance readings of greater than 4000 ohms were on some of the bipolar pairs. The longevity calculation was as follows: 1.5v, 210pw, 31hz, 958ohms 108 months estimate c-0 >4000 c-1 833 c-2 833 c-3 833 0-1 3141 0-2 >4000 0-3 >4000 1-2 833 1-3 ??? 2-3 833 it was noted that impedances on the therapy contacts (1+ 2-) were good and that there were no therapy issues. The health care professional would be replacing the implantable neurostimulator for normal battery depletion. It was noted that the patient was setting up a surgical consultation for replacement but had not done so yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.